Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm was displaying 55 mg/dl but when the patient's bg was checked it was 500 mg/dl. The patient was nauseous and throwing up. It was reported that they had moderate ketones. The patient's parent treated the patient with nausea relieve medication, water and vitamin c. The sensor inaccuracy resulted in the omnipod pump not working as well. The patient was transported to the emergency room by the parent. She was treated for 4 hours in the ER with 2 bags IV fluid and IV insulin and recovered after treatment. At the time of the report, the patient's condition was back to normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).